Manufacturer narrative:
Additional information is pending and will be provided in the final report.

Event description:
It was reported that the patient had reported feeling vibrations. Remote monitoring data review revealed that there was an issue with the pace impedance measurements and detection when it comes to this right ventricular lead. A possible lead issue was alleged. The lead was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the internal insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Laboratory analysis confirmed the electrical allegations based on observation of insulation damage consistent with clavicle first/rib entrapment.

Event description:
It was reported that the patient had reported feeling vibrations. Remote monitoring data review revealed that there was an issue with the pace impedance measurements and detection when it comes to this right ventricular lead. A possible lead issue was alleged. The lead was explatned and returned. No adverse patient effects were reported.